Event description:
Placed permanent pacemaker. Interrogations revealed possible fractured lead which was confirmed by fluoroscopy and lead was extracted and new one inserted. The pacemaker (medtronic) representative took the lead and sent it to be investigated further.